Event description:
The customer reported that the system displayed a communication failure error message during a case. This error message may result in a system lock up or shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced and the ps2 power supply voltage was adjusted. The system was then found to be operating as intended.